Manufacturer narrative:
Age at time of event - 18 years or older.

Event description:
Reportable based on device analysis completed on 27-sep-2018. It was reported that balloon damage occurred. A 3.00mm x 15mm nc emerge balloon catheter was selected for use. During unpacking, it was noted that the proximal of the balloon was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed shaft detached. Device evaluated by manufacturer: the returned product consisted of a nc emerge balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual and microscopic examination revealed that the guidewire lumen is separated and the inflation lumen is stretched. The guidewire lumen is separated 5.2cm from the tip. The guidewire lumen section between the exit notch and the separation is wavy. The balloon is still tightly folded. Inspection of the remainder of the device presented no other damage or irregularities.